Event description:
It was reported that patient suffered from infection during use of the dressing.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted there was insufficient clinically relevant documentation/information received, therefore, a thorough medical investigation could not be performed nor could the root cause be determined. No further medical assessment is warranted at this time. As of today, no sample or additional information requested for this complaint has become available. Without further information we cannot progress our investigation or confirm the details supplied in this complaint. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Additional information: the associated complaint product was not returned for evaluation. Please see below the results of our investigation. A clinical evaluation was conducted there was insufficient clinically relevant documentation/information received, therefore, a thorough medical investigation could not be performed nor could the root cause be determined. No further medical assessment is warranted at this time. The batch records of complaint wo's were reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of its finished product specification. There was no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. As of today, no sample or additional information requested for this complaint has become available. Without further information we cannot progress our investigation or confirm the details supplied in this complaint. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range